Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error and keypad anomaly. The customer¿s blood glucose level was 120mg/dl at the time of the incident. The customer states could not clear alarm because keypad was unresponsive. The insulin pump is being replaced and is expected to return for analysis. No further details are given.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, self-test and unexpected restart error test. No unexpected restart or low battery/off no power alarm noted.